Manufacturer narrative:
The device has been received by the manufacturer for investigation. At the date of this report, the investigation has not been completed. A supplemental MDR will be filed upon completion of the investigation.

Event description:
A 22 year old male with cardiomyopathy presented for impella support. The user facility reported high purge pressure during use of the device. The pump was removed and an embolectomy was performed to remove residual clot. A new pump (serial number 435334) was opened and delivered. The patient was showing no signs of embolic complications.

Manufacturer narrative:
The investigation for the reported purge pressure has been completed. The data log was reviewed and confirmed the failure mode. About 631 hours into the case, the purge pressure increased gradually from 500 mmhg to 700 mmhg, then 1100 mmhg & remained to the rest of the case. The root cause of high purge pressure was due to biomaterial built up & blocked the purge gap. The instructions for use provides troubleshooting for high pressure issues. It states unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported thrombus has been completed since the original report was filed. The medical center returned the impella products for benchtop analysis. Visual inspection found blood clot blocked whole outflow cages& purge gap. Blood clot was also found in inflow cage, along the cannula & around the impeller. No other issues were found on the rest of the pump. The data logs were reviewed: data confirmed the failure mode of high purge pressure. About 631 hours into the case, pp increased gradually from 500 mmhg to 700 mmhg, then 1100 mmhg & remained to the rest of the case. A clinical review was performed: the root cause of thrombus was most likely due to patient condition the failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿